Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: cross reference of (B)(4). The customer reports that several pts have presented successfully an eventration on the incisional scars of laparotomy closed with this thread.